Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the receiver had no audio output. The patient reported he felt weak and the continuous glucose monitor (cgm) was 40 mg/dl; however, he did not receive an alert. The patient¿s wife called emergency medical services (ems) and gave the patient a glass of juice and sandwich. By the time the paramedics arrived, the patient¿s blood glucose (bg) had increased (the value was not provided) and no treatment was provided by the paramedics. At the time of contact, the patient was in stable condition. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.